Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. The patient uses omnipod in hybrid closed loop. On (B)(6) 2024, the patient was asymptomatic while the cgm was 80 mg/dl. Sometime later, she had syncope, and the neighbor called 911. The bg by emergency medical service (ems) was 20 mg/dl and the cgm was not documented. The patient was given IV fluid. In the emergency department (ed), the bg 110 mg/dl while the cgm was 265 mg/dl. The patient was discharged after 4 hours. The patient was doing fine and well during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the ems was called. The reported glucose values fall within the c zone of the parkes error grid when it was checked in ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.